Event description:
It was reported that pump generated cartridge alarm 20 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump. Cts to replace pump.